Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Re-implantation was planned for september 2020, however despite requested no further information has been received.

Event description:
The user has not had hearing sensation with the device for the past month.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user has not had hearing sensation with the device for the past month. No accident or trauma is reported. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not had hearing sensation with the device for the past month.